Event description:
A 55-yr-old female undergoing laparoscopically assisted hysterectomy. After placement of cannula and dilator with radially expandable sleeve, bleeding was noted in the right lower quadrant of the pelvis necessitating conversion of procedure to laparotomy. A small injury to the mesentery of the colon was repaired. The pt was discharged on 3/8/96 in stable condition.